Event description:
It was reported that the patient had been hospitalized with high blood glucose. The patient's blood glucose levels reached 525 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting and feeling weak. The patient reports their blood glucose levels had not decreased after administering several boluses. The patient was brought to the hospital by ambulance. Once at the hospital the patient was diagnosed with stage 3 kidney disease as well as high blood glucose. The patient was treated with an intravenous drip of insulin. The patient was in the hospital for 2 days. The patients pod will not be returned s it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.